Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident during a polypectomy. The settings were endocut mode, 200 watts at effect 3. Upon removing the polyp, there was a perforation. The perforation was clipped. Then the pt was admitted to the hosp for observation. No further pt info was provided. The customer requested that the unit be checked to ensure that the mode and its light emitting diode (led) did not disengage by itself.

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The unit's endocut light emitting diode (led) and mode were found to be functioning as intended. Specifically: upon turning the unit "on" and "off" several times the endocut led remained "on." When activated, the endocut mode engaged and remained "on" with its visual as well as audio signals being present. The endocut led stayed lit when the unit was left "on" for several hours. Furthermore, an internal inspection was performed on the generator. All of its components as well as connections were intact and secure. Throughout the entire evaluation the endocut feature worked as intended. The assessment also included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning as intended. No anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. To further address the situation, additional in-servicing was performed in 2009 at the customer's facility. Finally, the account will be advised to stop the leds from flashing when powering "on" the unit by pressing any other button on the display besides the endocut button. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.